Manufacturer narrative:
Correction: section g3 the "date received by manufacturer" for the additional report submitted may 29, 2024, should have been "may 17, 2024" the analysis completion date which was earlier than "may 23, 2024" the new information received date.

Manufacturer narrative:
The reported event was lead malfunctioned. As received, a partial lead (distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
New information received notes noise and oversensing was observed on the right ventricular (rv) lead and a fracture was suspected on the right atrial (ra) lead prior to the explant procedure. The patient was stable following the procedure.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads were explanted due to lead malfunction. Further information was requested but was not available.